Manufacturer narrative:
Additional information in h3, h6. H10:the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. Integrity connection testing was performed between the patient adapter and in-lab titanium adapter; no leak or issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set assembly (short), titanium spike had a connection issue; further described as the ¿catheter adaptor was loose and couldn't connect to titanium adaptor¿. This was observed during preparation for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.